Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements of 134 ohms. Troubleshooting options were discussed. The device shock impedance alert was being reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.